Event description:
It was reported that during a cervical spinal revision surgery to remove the patient's anterior plate and screws, it was noticed that the implant at c6 was loose in the disc space. The interbody device was replaced with a larger size. No additional patient complications were reported.

Manufacturer narrative:
(B) (4): a review of the device history records for this device was not possible without additional product information. X-ray review shows that the screws at c5-6 and c6-7 appear backed out several mm, the plate locking rings are absent and fusion cannot be verified.